Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb evh system short port btt (blunt tip trocar) inflation valve dislodged during the procedure. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The lot number is unk, but the rptr stated that these are older lots that the hospital had in their inventory because they had not been doing any cases for the first half of the year. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported. A supplemental report will be submitted if additional info is obtained. (B)(4).